Event description:
Part nt821707 -catheter tip broke off during procedure. No clinical signs, symptoms or conditions.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Difficulty with advancement of the device, when surgeon attempted to remove due to this, the device tip was missing. Customer confirmed the product is not available to be returned for evaluation. Risk review: per (B)(4) rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: medium. No related capas. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to section h4 manufacturing date. Sterile date: 08 jun 2024. DHR review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Complaint history review/trend analysis: (24 months review and percent of sales) 2 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Part nt821707 -catheter tip broke off during procedure. No clinical signs, symptoms or conditions.